Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned and an evaluation is complete. Visual inspection of the actual unit revealed that the spike was completely detached from the tubing. The reported condition was verified for the actual returned sample. The cause was determined to be related to the human operator on the manufacturing line. The operator did not follow the bonding application instructions correctly. Additionally, companion samples were received and evaluated. The companion units had no issues noted during visual inspection. Traction and push pull tests were also performed on the companion samples and no single separation of the spike from the tubing was detected. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a uromatic administration set detached itself from the pipe that was leading to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.